Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 300cc saline breast prostheses and suffered several unexplained systemic symptoms, including back pain, pain on right side of body that make it impossible to sleep on stomach, inflammation of entire body, gray-looking skin, bald spot on head, digestive issues, chronic fatigue, headaches, feels irritable all the time, white of eyes were discolored, insomnia, anxiety, panic attacks, low libido, and would get rashes under her arm and around thighs right before her menstrual cycle. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.